Event description:
It was reported that the camera head was cloudy, possibly water inside. The issue was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, d9, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found damage connector seal. Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was cloudy, possibly water inside. The issue was observed during reprocessing. There were no reports of patient involvement.